Event description:
Daughter of home patient (hp) reported (rptd) calling baxter technical service center two times in one evening. Initially, daughter noted hp had disconnected from the homechoice machine before end of treatment to drain, and then reconnected herself to the home patient line of set. Hp ended tx and reset up with new supplies. Baxter technical service center assisted hp a second time, when daughter rptd hp was connected to device before she should have been, prior to prime. Hp then ended treatment for the evening. Rn rptd no hp injury or medical intervention required as a result of incident.